Event description:
The pt hd tortuous arteries. The dr met resistance trying to remove the iab. The iab was removed through the sheath. A second iab was inserted into the pt. The following was reported to datascope on 3/30/98: the balloon "sheared on removal". There was no pt injury or complication as a result of the event. The pt had extreme tortuosity of the left iliac artery. [Event complications]: none from the event-reported 1/13/98 and 3/30/98. [Pt's current status]: unk-rpt'd 1/13/98.

Manufacturer narrative:
Eval: the iab was returned for eval with the sheath noted to be covering approx one quarter of the folded membrane. Blood was noted on the exterior of the device and within the inner lumen. The sheath was observed to be severely kinked and ribbed along its length. When the 10 french, 11 inch sheath/hemostasis valve assembly was slid off the folded membrane, the inner lumen and membrane were observed to be completely separated from the catheter tubing. The membrane was noted to be elongated at the proximal taper. The inner lumen was noted to be separated at a location of 0.56" distal to the proximal end of the membrane. The distal end of the catheter tubing was noted to be out-of-round. Underwater leak testing found no leaks in the balloon membrane. The iab could not be pumped on the lab sys iabp due to the condition in which it was returned. Probable cause of difficulty: no leak was found in the membrane which could have normally contributed to the reported difficulty. The physical condition of the returned iab is consistent with that of an iab in which difficulty was encountered removing the device from the pt. Unfortunately, it is not possible to determine the exact reason for the encountered problem. Difficulty removing the iab from the pt may be attributed to one or more of the following: the pt's anatomy (it was reported that the pt had a severe vessel tortuosity). During iab removal through the sheath, the membrane became "bunched" causing increase resistance during iab removal. As a note, datascope's instructions for use states the following: withdraw the balloon catheter through the sheath until the balloon membrane contacts the sheath, if used. Warning: do not attempt to withdraw the balloon membrane through the sheath. Remove the iab and the sheath, if used, as a unit...